Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure defibrillation threshold testing, rf telemetry was lost for a few seconds, while the test continued. Once the programmer was moved around in the room, rf telemetry improved. To date, no adverse patient effects were reported with this clinical observation.